Event description:
Device 2 of 2; reference MFR. Report #1627487-2019-03119. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced.